Event description:
Caller reported advantage system blood glucose results of 200 mg/dl and 60 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a thyroid stimulating hormone (tsh) result, elevated above the normal reference range, generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory and questioned by the physician as the result was not matching the patient's clinical presentation. Subsequent testing after treating the sample with a heterophile blocking tube (hbt) produced a result within the normal reference range. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.